Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the patient's implantable neurostimulators (ins) were supposed to last 3-5 years, based on his settings, but did not. The patient reported he was tired of having to replace the batteries every few years. The patient also noted that the left implantable neurostimulator (ins) depleted slightly faster than the right. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.